Event description:
It was reported to philips that the system turned off unexpectedly, which would impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips remote service engineer (rse) inspected system remotely and confirmed that the system turned off unexpectedly and that this was a recurrent problem. Upon troubleshooting, the fse measured the ground circuit at 6.9 ohms, exceeding the acceptable limit of 5 ohms. The ippc was found to be malfunctioning, likely due to the high ground impedance, possibly caused by a lack of maintenance and changes in ground humidity. To resolve the issue, the fse replaced the ippc and three hard drives, loaded the software and configured the equipment, and adjusted the image hard drives. After which, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.